Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a vega knee system (part # unknown) was implanted approximately five (5) years prior to a revision surgery. According to the complainant, the knee implant loosened postoperatively. The patient underwent a revision procedure on (B)(6) 2022. Reportedly, when removed, the tibial and femural components easily backed out and had no cement residue. The complaint device was not available to be returned to the manufacturer for evaluation. Patient status after surgery was reoprted to be stable and no post operative issues have been reported at this time. The adverse event/malfunction is filed under aic reference cc (B)(4). The associated medwatch reports # 2916714-2022-00097 (400570909) 2916714-2022-00098 (400570910).

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Investigation complete.